Event description:
It was reported that the patient had the system trial and implanted in 2008. The patient experienced a fever and signs of infection beginning 2 days later. The patient was admitted for sepsis and system removal in the next day for 10 day. No further symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.